Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (infusion set cannula bent event on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for three days. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008151 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the steel cannula is found bent upon removal from infusion site. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008151 was manufactured according to the wi version 97 on the packing process in the line #m14, on 20/jul/2024, with a total of (B)(4) units. Welding: the lot 4g03919 was assembled according to the wi version 34 on-line inspection for welding machine ls24 and ls25 on 19-jul-2024, with a total of (B)(4) units each. The lot 4g03920 was assembled according to the wi version 34 on-line inspection for welding machine ls06 and ls07 on 19-jul-2024, with a total of (B)(4) units each. Gluing connector: the lot 4g00925 was glued according to the wi version 37, line 03 on 08-jul-2024, with a total of (B)(4) units each. The lot 4g00926 was glued according to the wi version 37, line 3 on 20-jul-2024, with a total of (B)(4) units each. The lot 4g03941 was glued according to the wi version 37, line 03 on 20-jul-2024, with a total of (B)(4) units each. Molding: the lot 4g00917 was manufactured according to the wi version 36 molder ls18, on 14/jul/2024, with a total of (B)(4) units. The lot 4g00914 was manufactured according to the wi version 36 molder ls19, on 16/jul/2024, with a total of (B)(4) units the lot 4g02889 was manufactured according to the wi version 36 molder ls18, on 16/jul/2024, with a total of (B)(4) units. The lot 4g02890 was manufactured according to the wi version 36 molder ls19, on 18/jul/2024, with a total of (B)(4) units. The lot 4f05689 was manufactured according to the wi version 36 molder ls19, on 08/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code steel cannula is found bent upon removal from infusion site and lot 6008151 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.